Manufacturer narrative:
Product investigation completed. Product analysis was unable to confirm the reported allegations related to inflation and mechanical issue. The pump was visually inspected and functionally tested. The pump performed within specification. Product analysis was unable to confirm the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced reservoir migration and device inflation issues with an inflatable penile prosthesis (ipp). There was no external pressure or trauma to the pelvic region or abdomen prior to the migration. A revision surgery was performed in which the pump was replaced and the reservoir was replaced and repositioned. The patient did not experience any complications and was expected to fully recover following the procedure.

Event description:
It was reported that the patient experienced reservoir migration and device inflation issues with an inflatable penile prosthesis (ipp). There was no external pressure or trauma to the pelvic region or abdomen prior to the migration. A revision surgery was performed in which the pump was replaced and the reservoir was replaced and repositioned. The patient did not experience any complications and was expected to fully recover following the procedure.